Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had an emergency room visit on (B)(6) 2016 with unknown blood glucose levels. Customer's emergency room visit was due to hyperglycemia. Customer was treated and discharged after 3 hours. Customer was wearing insulin pump at the time of emergency room visit. Customer reported that the high blood glucose levels began on (B)(6) 2017 and did contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. Customer declined checking for leaks or air bubbles. Customer checked site and it was found that cannula was bent. Customer reported of having bent cannula on three occasions. Customer declined further troubleshooting. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was/was not returned for analysis.